Event description:
The customer stated, she was treated by the paramedics two weeks ago due to low blood glucose. No date or blood glucose readings was reported. The customer stated she usually experiences low blood glucose levels in the morning hours. Troubleshooting was performed and the insulin pump was programmed correctly and passed the displacement test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.